Event description:
The customer reported that she had unexplained high blood glucose for two months, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 400 mg/dl. Customer stated that she was dehydrated, vomiting and with chest pains prior to hospitalization. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.